Event description:
The lens stuck in the delivery device during set-up.

Manufacturer narrative:
The lens was returned partially stuck in the delivery device with both haptics bent. Due to the damage to the lens, the cause of the malfunction cannot be determined.